Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized the past week due to high blood glucose of 570 mg/dl. It was stated that the events leading to his admission was vomiting and nausea. The caller stated that the customer's blood glucose has been high at this time because he has been eating all day, and he was treated with a bolus. The caller stated that the customer was moving around while the infusion set was inserted, and it's possible that the infusion set was inserted incorrectly. No further info was provided.